Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were extracted due to endocarditis and vegetation on the rv lead. Antibiotic treatment was necessary and blood cultures grew vancomycin-resistant enterococci (vre). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the medial segment of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.